Event description:
The reporter stated that the haptics of a competitor's lens were torn off in the inserter. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results: an injector lot number search was performed and four similar complaints were found. A cartridge lot number search was performed and two similar complaints were found.